Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), fatigue ("fatigue"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed. At the time of the report, the device dislocation, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown and the dyspareunia, dysmenorrhoea, abdominal pain, back pain, pelvic pain, fatigue, hormone level abnormal, allergy to metals and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2019: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. Injury event was updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, migration, vaginal discharge, bladder problem, urinary problem, fatigue, hormonal changes. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / patency of the left fallopian tube') and genital haemorrhage ('abnormal bleeding (genera)') in an adult female patient who had essure (batch no. 901384- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, rash and environmental allergy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), fatigue ("fatigue"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and vaginal haemorrhage outcome was unknown and the dyspareunia, dysmenorrhoea, abdominal pain, back pain, pelvic pain, fatigue, hormone level abnormal, allergy to metals and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: result: right essure catheter appears to be in good position with right tubal occlusion identified. The left essure catheter is only partially within the fallopian tube lumen. And there is patency of the left fallopian tube with distal free spillage. Most recent follow-up information incorporated above includes: on 31-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / patency of the left fallopian tube') and genital haemorrhage ('abnormal bleeding (genera)') in an adult female patient who had essure (batch no. 901384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, rash and environmental allergy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), fatigue ("fatigue"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and vaginal haemorrhage outcome was unknown and the dyspareunia, dysmenorrhoea, abdominal pain, back pain, pelvic pain, fatigue, hormone level abnormal, allergy to metals and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: result: right essure catheter appears to be in good position with right tubal occlusion identified. The left essure catheter is only partially within the fallopian tube lumen. And there is patency of the left fallopian tube with distal free spillage. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Lot number was added. Added event abnormal bleeding (vaginal),abnormal bleeding (general). Medical history, concomitant conditions, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.